Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted and were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2017. D6: explant date: 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 19636555/19349438.